Manufacturer narrative:
Film evaluation results are: the films during implant and films during secondary intervention were not provided. The original implant location was unknown. It cannot be confirmed if the ipsi limb had migrated. Post-implant films provided showed that the distal edge of the left/ipsi limb was currently floating in the distal aneurysm sac which resulted in a possible distal type I endoleak. The left common iliac artery appeared to have dilated compared to the pre-implant cta's, which may have been a result of the distal type I endoleak. The left common iliac artery was confirmed to be short and severely tortuous. The take-off of the lcia was acutely angulated approximately 140 deg laterally. It is possible implanting the limb within a severe tortuous and short left common iliac artery may have contributed to the event.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 80 mm in diameter abdominal aortic aneurysm. It was reported that approximately eight months post index procedure a CT revealed a distal type I endoleak in the left endurant ii limb. The left endurant ii stent graft limb had migrated proximally out of the left iliac artery. Six days after the CT was conducted the physician elected to extend the left limb into the left common iliac artery with another endurant ii limb and the event was resolved. Per the physician the cause of the event was due to a very tortuous left common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.